Event description:
(1/2, reference (B)(4) for related complaint) (documenting cassette) per accredo email : inbound. Patient reports no disposable pump wont run alarm with cadd legacy pump serial number (B)(4). Cassette is veletri prefilled cassette100 milliliter with flow stop, number 5 delivered on (B)(6) 2022. Cassette reservoir volume at time of alarm 58.9 milliliters. No further details provided.